Event description:
The following has been reported: biomed reported: lvp pump was reported to me that touch screen does not work. Verified touch screen does not work. Screen was cleaned. Touch screen does not work after cleaning screen. There was no any report of patient harm or of the issues stopping an active infusion. Asked biomed if pump could be powered on and if so can he send logs. 9/23/24 - biomed sent logs and also added there is a crack in the rear case. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for lcd input failure. Pump was observed to have extensive physical damage including multiple rear housing cracks, a bent handle, and a torn lever boot. The device was able to power on and touch input was not functional. Device was opened and it was discovered the input cable was unplugged from its connector.

Manufacturer narrative:
Corrected section d to match gudid.